Event description:
The reporter stated that during setup for a product trial, the trigger flush snapped off the transducer. There was no patient involvement.

Manufacturer narrative:
Visual examination of the returned unit confirmed a break at the solvent connection into the dome. The break appeared shiny and smooth, indicating a brittle break consistent with a shock such as being hit against a hard surface. The device history could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the second reported issue of this type for this product code in the last 24 months. Smiths was able to confirm the issue and determine a probable cause. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.